Manufacturer narrative:
Section d4 was updated to indicate correct model # , catalog # and remove UDI d4. UDI# - the device has a date of manufacture of (13-jul-10) and was not subject to UDI requirements.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: vyaire medical was unable to confirm and duplicate the issue. The uut was installed in a well-known top-level test stand. When activated in user mode with system leakage per test standard 91777, the uut alerted "safety valve". Continue accepting the same patient settings, and the safety valve alarm was cleared. Performed infant non-invasive ventilation nasal CPAP (ncpap) initiating nasal CPAP / nimv as per avea operator manual 32097-001; the uut was successfully completed and passed within range. Allowing the uut to cycle on nasal CPAP/imv mode overnight yielded no alarms. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator had a CPAP error and an open safety valve. Furthermore, there was no information for patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.